Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had been experiencing a "zinger" when they would turn their head to the right, and as a result they turned their stimulation off. This had been occurring for over a month prior to the report. It was noted the patient had an appointment with the doctor on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-apr-20. The rep stated that there are no known reports of a ¿zinger¿ being administered by the products to their knowledge. The patient was receiving a ¿zinger¿ when the device was turned off and it was unrelated to the product. No further complications were reported/are anticipated.